Manufacturer narrative:
(B)(4). Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed. The shell was noted to be in a vertical placement during the tha and removed, additional reaming occurred and a new shell was placed. No further complications occurred. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial left hip arthroplasty. During the procedure the surgeon noted there was instability noted between the femoral and acetabular components. An intraoperative x-ray was taken and noted the acetabular shell was in vertical positioning. Surgeon removed the shell, liner and two acetabular screws. No further event information available at the time of this report.